Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller reported that for the past probably 2-3 days, they have been seeing the message settings not available on their controller. Caller stated that now their stimulation has completely 'shut off'. Agent reviewed information. The patient was redirected to their healthcare provider to further address settings not available.

Manufacturer narrative:
Annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller reported that for the past probably 2-3 days, they have been seeing the message settings not available on their controller. Caller stated that now their stimulation has completely 'shut off'. Agent reviewed information. The patient was redirected to their healthcare provider to further address settings not available. 2026-feb-24 (B)(6) (rep): additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. The reason for call was representative is with the patient and reports the patient is seeing a message on the patient controller that says cannot provide your desired intensity settings. Representative reports they removed the anode from the program that had a high impedance, but the message is still coming up. Representative states the patient has been seeing this message on group a since a few weeks ago. During the call, representative was able to connect to the patient's controller and check the impedances: reference electrodes of 0, 3, 8, 9, 10, 11 all show 1 and 2 as "do not use" and 6 as avoid at 40 ,000 ohms. Agent then had representative reset the controller and the patient was able to adjust up and down. 2026-mar-09 patltr (con): additional information was received from the patient (pt). The cause of the message was "impedance on one circuit". On feb 23, 2026, a manufacturer representative fixed it. The issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. The reason for call was representative is with the patient and reports the patient is seeing a message on the patient controller that says cannot provide your desired intensity settings. Representative reports they removed the anode from the program that had a high impedance, but the message is still coming up. Representative states the patient has been seeing this message on group a since a few weeks ago. During the call, representative was able to connect to the patient's controller and check the impedances: reference electrodes of 0, 3, 8, 9, 10, 11 all show 1 and 2 as "do not use" and 6 as avoid at 40,000 ohms. Agent then had representative reset the controller and the patient was able to adjust up and down.